Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device would not shock defibrillation energy. Physio-control continues to investigate the reported failure and will submit a supplemental report to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control service representative that the customer's device displayed a service indicator in the device's readiness display. Upon a first check by a physio-control sales representative it was observed that the device was not able to shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device would continuously reset before it would start to charge defibrillation energy. Physio-control determined that the cause of the reported failure was due to one of the tabs inside the energy discharge capacitor being broken. This caused the capacitor not to charge defibrillation energy. A replacement device was provided to the customer under warranty.